Event description:
Implant date: 1989. Patient complained of pain. X-rays on 02/06/1991 show a pseodoarthrosis. Revision surgery on 02/07/1991 to remove device and repair pseudoarthrosis. Patient was re-instrumented with cd spinal system. Explanted on 1995 at which time the fusion was found to be solid.